Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, high threshold measurements and no sensing. The patient was noted to be pacemaker dependent, so the clinic scheduled a lead revision procedure for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, high threshold measurements and no sensing. The patient was noted to be pacemaker dependent, so the clinic scheduled a lead revision procedure for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the clinic intends to schedule a lead revision procedure, however, no procedure has yet been scheduled. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.